Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a severely calcified lesion. The device was inspected with no issues. Negative prep was performed with no issues. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning/advancement. The procedure was not completed. The patient is reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 6th distal stent wraps and the 7th proximal stent wrap with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.